Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, difficulty withdrawing occurred. The in stent restenosed lesion was located in the heavily calcified, heavily tortuous proximal right coronary artery (rca). The physician advanced a 1.5 mm rotablator rotalink plus burr to the proximal portion of the rca and performed ablation through unspecified previously placed stents from 2002. Upon the completion of the first ablation the device could not be withdrawn from the lesion and stalled. Multiple attempts were made to remove the device with no success. It was noted "it is believed the burr was caught within the previously placed stents". The physician stopped the procedure. The patient was stable after the atherectomy procedure. The next morning the patient underwent surgery but the burr was unable to be removed. No further complications were reported and the patient's status is fine.